Event description:
Performed shoulder arthroscopy for decompression - the use of stryker shaver was applied. Started with size aggressive plus that failed twice. One seized up and the following one made abnormal noise. Used size 5 bur with no problem on same multi-use handle. Teeth bur seem to be over top of safety guard with slight bulge at distal portion of product. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.